Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a user facility report from the (B)(6) registry stating that the patient was admitted with hemolysis and possible thrombus. The patient was started on bivalirudin and integrilin which reportedly did not result in significant improvement in the patient's ldh. The patient was subsequently moved to the intensive care unit and a dose of tissue plasminogen activator (tpa) was administered. No other information was provided.

Manufacturer narrative:
The user facility report # (B)(4) was received from the (B)(6) registry. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.